Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of an aneurysmal false lumen using two gore® tag® thoracic endoprostheses. During the procedure, a type iii endoleak was identified. The type iii endoleak was reported to be device-related; however its cause was unknown. The physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, during a post-operative follow-up, a type ii endoleak of unknown origin was identified. The diameter of the aneurysm was 50.6mm. The patient was being monitored. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 46.9mm. The both endoleaks reportedly persisted. On (B)(6) 2013, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 52.5mm. The both endoleaks reportedly persisted. The patient was being monitored. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm was 52.5mm. The both endoleaks reportedly persisted. The patient was being monitored. According to the cro in (B)(4), no further information is available.